Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that during a forefoot surgical procedure, the cannulated drill snapped during use. The broken part of the drill bit could not be removed from the k-wire. There was no adverse outcome for the pt.